Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description included. A partial lead was returned cut in two sections. One section of lead from the connector pin measuring 26.3cm and other section from the tip electrode measuring 39.0cm. The portion of the lead that was returned was normal. The reported field event of resistance too high/high impedance was unable to confirm due to condition of lead as received. The damage found is consistent with that occurring at the time of explant.

Event description:
It was reported that lead was explanted due to high pacing lead impedance. During procedure, the atrial lead was damaged and was explanted too. Device was upgraded to bi ventricular ICD.